Event description:
Philips received a complaint on the defibrillator indicating that the device had ECG malfunction. There was no patient involvement. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The dfm100 assy therapy (serial number: (B)(6)) was returned to philips for additional analysis. This was not verified in lab testing. The pca passed all tests during op check and general testing. This pca: no problem found.